Event description:
Per importer's MDR: provider states the end user was only using the chair for three weeks when the seat upholstery stated to stretch and sag. End user states the material stretches too easily.

Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.